Event description:
The report stated that there was an exposed wire on the cord between the handle of the ligasure v and the plug.

Manufacturer narrative:
Date of initial report: december 21, 2007. To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.